Event description:
The pt experienced a loss of stimulation and therapeutic effect following an incident where he went to catch his son who was falling off a counter. He noted that it felt as if he were "kicked by a mule between the shoulder blades all the way down to the small of the back". He did not feel stimulation even when it was adjusted higher. It was noted that the pt programmer was functioning as expected and that his device battery has not depleted faster than expected. He was at home in fair condition. Further info was requested.

Manufacturer narrative:
(B)(4).